Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 297 mg/dl. The customer changed the infusion set site and delivered a correction bolus. The customer received another occlusion and tandem technical support advised the customer to change the cartridge and infusion set tubing.